Manufacturer narrative:
Customer claims the discordant results are beyond the biological allow error of 5.4% for pco2.

Event description:
Customer reports discrepant pco2 results. There is no report of injury with this event.